Event description:
It was reported that the hand piece device began overheating during surgery. The type of surgery performed was unknown to the reporter. The reporter stated there were no injuries or medical intervention reported and no delays in surgery. An identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device has been returned and evaluated. (B)(4) tested the device, and the customer's reported condition of heat was confirmed and/or duplicated. Evidence indicate this event occurred due to usage wear over time as components are worn from normal use over time. If additional information is received, a supplemental report will be sent accordingly.